Manufacturer narrative:
The strip lot number was not provided. The meter has been requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results using accu-chek inform ii test strips with an accu-chek inform ii meter for 10 patients. Please see the attachment for the results provided. The customer believes that the results from the cobas pulse are accurate.

Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. The investigation was unable to determine a direct root cause. Additional information was requested but not provided by the customer; therefore, the investigation determined that there was no product issue found.